Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number (B)(6). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the ratchet was not working. The ratchet gear was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device wont ratchet. No adverse events were reported as a result of this malfunction.